Event description:
It was reported "the dilator/sheath tip was deteriorated so that could not be inserted into the patient during the procedure. Therefore, another dilator/sheath from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The report of sheath tip damage was confirmed through the customer photos. The images display the sheath and dilator tips wherein the sheath tip exhibits significant damage and flaring. The customer also returned one sheath and dilator for analysis. Definite signs of use in the form of biological material were observed on the returned components. Visual analysis revealed that the sheath tip was damaged and flared. The peel-away sheath and dilator were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was removed, reinserted back into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed based on a potential lot from sales history, and relevant findings were identified. A non-conformance was created for part number eb-01051-002 with batch 34c23k0253 regarding a "peel-away sheath tears incorrectly" defect. It cannot be determined if the finding is relevant to the reported event at this time. The sheath product drawing was reviewed as part of this complaint investigation. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. Precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip.". The report of peel-away body damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged and flared over the dilator. Despite the damage, the sheath and met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user, therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the dilator/sheath tip was deteriorated so that could not be inserted into the patient during the procedure. Therefore, another dilator/sheath from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".